Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasonic probe occurred due to handling methods of the user. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, due to the wear of lock engagement lever, up/down knob cannot be locked securely, scope cover has a chip, lock engagement lever has a scratch, cylinder has discoloration, suction cylinder has discoloration, grip has a scratch, because guide pin of connector is shaved, water tightness is lost. The sheet holder unit has corrosion due to water leakage, due to a pinhole on bending section cover, water tightness is lost, due to damage on ultrasonic probe, the number of missing elements exceeds the specification, due to damage on acoustic lens, displayed ultrasound image is defective, acoustic lens is damaged, distal end is deformed, objective lens has a scratch, light guide lens has a chip, adhesive around light guide lens has wear, adhesive on bending section cover has a chip, due to wear of angle wire, bending angle in down direction does not meet specification, due to wear of angle wire, bending angle in right direction does not meet specification. Cover has a scratch, ultrasonic probe is loose, and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had poor ultrasound vision and that it was impossible to make a diagnosis because part of the image is missing. During inspection and evaluation, a gap between acoustic lens and ultrasound probe was found. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.